Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument does not open/close. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instruments wrist. Other cables at the wrist were not damaged. Additional observation not reported by site was a broken conductor wire. One conductor wire was broken at the yaw pulley exit. The wire stuck out from the yaw pulley. No char marks were observed on the yaw pulley. Electrical continuity test failed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure the pk dissecting forceps instrument can not open anymore. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.